Manufacturer narrative:
Date of event: (B)(6) 2016. Additional suspect medical device components involved in the event: model#: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing a burning sensation and scs system had shocked her. It was also noted that the area where she was shocked had a quarter sized red mark. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the shocking sensation felt by the patient was at the lead site.

Event description:
A report was received that the patient was experiencing a burning sensation and scs system had shocked her. It was also noted that the area where she was shocked had a quarter sized red mark. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a burning sensation and scs system had shocked her. It was also noted that the area where she was shocked had a quarter sized red mark. The patient will undergo an ipg revision procedure.